Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a weak signal alarm and then received a lost sensor alert. Customer also reported to have gone into threshold suspend. Customer's blood glucose was unknown. After troubleshooting, it was found that sensor cannula was bent. Customer was advised to change sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.